Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during/after the customer filled the cartridge, insulin was seen leaking from the septum. During troubleshooting with tandem technical support, customer stated that the cartridge would be exchanged for a new cartridge. There was no impact to the customer's blood glucose level.